Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not cut. The surgeon reloaded another device and applied it to the incomplete staple line to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.